Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a single coil right ventricular (rv) ICD lead due to poor function. A right atrial (ra) and a left ventricular (lv) lead were also present within the patient but were not targeted for extraction. The physician attempted to retract the lead's helix (screw) at the tip of the lead but this was unsuccessful. A spectranetics lead locking device (lld ez) was inserted into the lead, along with prolene suture on the high voltage cables, to provide traction to aid in lead removal. Using a spectranetics 14f glidelight laser sheath, the physician proceeded to lase. At the innominate/superior vena cava (svc) juncture, the physician met stalled progress and chose to upsize to a 16f glidelight device. The physician was then able to make the turn into the svc with minimal push and appeared to be providing adequate traction. At this time, there was no evidence of status decline. However, approximately a minute later as the physician was entering the right atrium (ra), the patient's blood pressure dropped slightly and slowly while physician continued to lase for 5 seconds. The patient's blood pressure resolved when the physician released the traction so he felt it was due to traction being placed on the rv. He paused for another minute and the patient's blood pressure normalized. As he proceeded toward the tricuspid region (it was noted that he possibly entered the rv but if so, just barely) when the patient's blood pressure started dropping again more rapidly. As the physician was not near the svc and the patient's blood pressure had been fine as he entered the heart, he felt possibly there was an rv injury as he believes the rv lead had pulled back slightly but was still not free. Due to this, a rescue balloon was used. A pericardiocentesis was performed and pulled out blood. The lead extraction procedure was being done in the cath lab so as this was happening, the operating room (or) was being prepared for the patient to transfer for further intervention. It took some time to get the patient off the table and onto a bed for transport to the or. It was estimated that the patient for the or approximately 30 minutes post evidence of injury. Additional rescue efforts continued, including administration of medications, blood and CPR. Once in the or, the patient was placed on bypass and a sternotomy was performed. A hole in the rv was discovered and was successfully repaired (please refer to MDR 1721279-2021-00003 which captures this rv injury while the lld ez was in use). However, after the rv repair, they noted bleeding and discovered there was a posterior innominate/svc injury. After repair attempts, the patient was transferred to intensive care where she eventually died. Although not confirmed, it was speculated that possibly the 16f glidelight device was pressed against the innominate/svc injury, helping the blood pressure not rapidly decline, and that as the sheath was advanced and the apparent rv injury occurred did this injury become more problematic. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report captures the svc/innominate injury when the 16f glidelight device was in use.

Manufacturer narrative:
A3): patient sex is female; this is now populated correctly in this section. On (B)(6) 2021 a philips japan representative discovered that this section was incorrectly populated in the initial MDR with the patient sex being male. Therefore, this supplemental correction MDR is being submitted.